Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into a hot tub while still connected to insulin pump. Customer reported that as a result, all buttons were not responding. Customer also reported that insulin pump was making a beeping sound. Customer's blood glucose was 350 mg/dl. Customer was advised that insulin pump would need to be replaced.